Event description:
It was reported that a user replaced a libre 3+ sensor that had expired, then observed a sensor error and three dashes on the ilet display indicating unavailable glucose data; after a subsequent scan of the sensor, blood glucose readings appeared on ilet as expected. Symptoms included transient unavailability of glucose readings and awareness of elevated blood glucose reported at 258 mg/dl. Outcomes included no injury, no medical intervention, and self-management with automated correction bolus delivery expected to return glucose to range. Investigation included customer care troubleshooting and education regarding sensor warm-up behavior and rescanning procedures. Investigation of this case revealed that the sensor was within the early use period and that rescanning restored communication and data visibility. It was concluded that the event was consistent with expected sensor behavior during the initial period after insertion and that device function was restored through standard use.